Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 4 days after the sensor was inserted in the arm. The patient experienced hypoglycemia and was semi-conscious and sweating. The cgm reading was 70 mg/dl and they called an ambulance. When the paramedics arrived, they took a blood glucose reading which was 20 mg/dl. Then right after, the wearable failed and stopped providing further readings (no specific failure reported). The paramedics treated the patient with IV dextrose and glucagon and stayed with the patient for 1 and a half hours. The patient recovered after 30 minutes. She was confused and dazed initially but became better after. At the time of the report the patient was fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.